Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: subvalvular pannus overgrowth after mosaic bioprosthesis implantation in the aortic position citation: annals of thoracic and cardiovascular surgery (advance publication) http://doi.org/10.5761/atcs.oa.15-00293 authors: masanori hirota, tadashi isomura, minoru yoshida, chieko katsumata, fusahiko ito, masazumi watanabe. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study was performed to evaluate subvalvular pannus overgrowth after the explant of this bioprosthetic surgical aortic valve. The study was conducted between may 2000 and april 2014. Of the initial 43 patients (predominantly male; mean age at implant 72 &#6193;0 years), 11 were implanted with a medtronic mosaic device (serials not reported). The duration of implant was 9.9 &#6194; years. Ten explanted mosaic devices were evaluated macroscopically for subvalvular pannus overgrowth. Structural valve deterioration was the reported indication for the explant. Across all patients, adverse events included; stenosis, increased gradients (60 &#6194;3 mm hg), severe subvalvular pannus overgrowth, regurgitation, calcification and leaflet tear on the stent strut. It was also reported that 4 aortic root bioprosthesis freestyle valves had been explanted. The reason for the redo aortic root replacement was not reported. No additional adverse patient effects were reported.